Event description:
Patient presented for platelet rich plasma injection. Blood was drawn and placed into kit. Kit was spun and finished after 15 mins. Platelet poor plasma was removed. Staff went to remove platelet rich plasma, and nothing was coming out. They noticed the draw tube was missing. Provider was alerted and spoke with patient about options to come back or get blood drawn again. Patient was sent back to lab for a blood redraw and used a new kit.